Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral arterial access in a 63-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock, society for cardiovascular angiography and interventions stage d. The patient had a known history of renal insufficiency and required intubation with mechanical ventilator support at the time of device placement. The purge solution was running as dextrose five percent in water per protocol. The patient underwent left anterior descending coronary artery stent placement. Upon arrival to the intensive care unit from the catheterization laboratory, a hematoma was noted in the right groin around the impella cp insertion site. The hematoma was initially identified by the intensive care unit registered nurse and was closely monitored. Interventional cardiology evaluated the patient at bedside. The hematoma was observed to slowly increase in size and required sandbag placement and manual pressure. The hematoma subsequently stabilized and later resolved. The patient was transferred to another hospital for continued care. Upon arrival at the receiving facility, the patient was noted to have diminished neurologic status. Computed tomography imaging demonstrated global diffuse hypoxic brain injury, bilateral posterior cerebral artery infarctions, left middle cerebral artery infarction, and left parietal lobe hemorrhage. These findings were consistent with severe neurologic injury. Following multidisciplinary discussion, a decision was made by the family and treating physicians to remove the impella cp device. Device removal was performed. The removal was not reported to be related to the previously documented access site hematoma. Reported events during support included hematoma, stroke, and medical device removal. Large-bore femoral arterial access, cardiogenic shock stage d, acute myocardial infarction, anticoagulation, renal insufficiency, mechanical ventilation, and critical illness are recognized clinical risk factors for access site bleeding and neurologic complications in this patient population. Comprehensive review of the event did not identify objective evidence suggesting a direct causal relationship between the impella. Patient survived.

Manufacturer narrative:
Hematoma/access site adverse event: the cause of the hematoma was not determined since insufficient clinical details were provided. Stroke: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Information received confirms the event date as initially reported (repopulated in b3 (date of event). Correction. D1 brand name was corrected accordingly.